Event description:
A hemodialysis inpatient user facility has reported that at the initiation of patient treatment blood immediately leaked into the dialysate side of the dialyzer. The leak was visually observed in the dialysate so test strips were not used to confirm. The machine alarmed. Estimated blood loss was less than 100 cc's. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.